Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was connected to batteries, but "the pump felt differently". The patient experienced a red heart alarm. Add'l info received indicated that the pump was stopped for about 25 minutes before the patient got to the hospital and the system controller was exchanged. The pump immediately restarted with the new system controller and ran without any events or alarms.